Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure (ess205) was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure (ess205). The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffer damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure (ess205) was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure (ess205). The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffer damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("allergic to nickel") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), urticaria ("very severe hives"), obstructive airways disorder ("had to go the emergency department multiple times because the airways got blocked."), fatigue ("extreme fatigue"), dizziness ("dizziness") and paralysis ("symptoms of paralysis"). The patient was treated with surgery (removal of essure). At the time of the report, the urticaria, obstructive airways disorder, fatigue, dizziness and paralysis had not resolved. The outcome of allergy to metals was unknown. The reporter considered allergy to metals, dizziness, fatigue, obstructive airways disorder, paralysis and urticaria to be related to essure administration. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffer damage. Previously reported essure insertion date : 2006. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: events- "very severe hives; had to go the emergency department multiple times because the airways got blocked, extreme fatigue, dizziness,symptoms of paralysis", patient details added. Essure model number updated to 305. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("allergic to nickel") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), urticaria ("very severe hives"), obstructive airways disorder ("had to go the emergency department multiple times because the airways got blocked."), fatigue ("extreme fatigue"), dizziness ("dizziness") and paralysis ("symptoms of paralysis"). The patient was treated with surgery (removal of essure). At the time of the report, the urticaria, obstructive airways disorder, fatigue, dizziness and paralysis had not resolved. The outcome of allergy to metals was unknown. The reporter considered allergy to metals, dizziness, fatigue, obstructive airways disorder, paralysis and urticaria to be related to essure administration. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffer damage. Previously reported essure insertion date: 2006. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.